Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in intrinsic morphology. The shock occurred when the patient had both arms overhead. It occurred twice for a total of two inappropriate shocks. Technical services reviewed the data and advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.